Event description:
Customer performed a blood glucose reading between 8am and 11am. They took their normal amount of insulin. At approximately 6pm the customer was in diabetic coma. 911 was called. Emergency medical technicians performed a blood glucose test. The customer was given an IV of glucose and taken to the hosp. When they arrived at the hosp they performed a test and had a lab performed. Unknown what the results were. Given crackers and released. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.